Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that patient programmer (pp) poor communication was noted .the hcp indicated programmer was dead and they put in new batteries and it powered on but now they continue to get the poor communication screen. The hcp stated patient has never used programmer. The hcp stated patient has had no problems with stool but did have bladder problems. The hcp stated it was found that patient had "holes in their bladder" and that was issue and therefore, issue did not appear to be related to device. The hcp stated patient was not currently feeling stimulation but they did feel it in the physician's office when they were testing and they had to keep turning it down. The hcp stated patient cannot remember when they stopped feeling stimulation. Confirm antenna was secure and sync but did not resolve the issue. The unplug antenna was place pp directly over ins, on skin but sis not resolve the issue. There was no medical symptom reported. Additional information reported 6 days again reported that patient calling back in order to address previously reported problems with pp, however the patient has misplaced the pp and could not find it during the call so will have to call back for additional troubleshooting when pp is present and be directed to repair if needed. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor. Additional information was received from the consumer who indicated that the patient programmer (pp) was not powering up. The caller was advised to try changing the batteries in the pp, but this could not be done at the time of the call because of lack of batteries. Additionally, the caller reported that the patient was going to start testing for issues. When asked if the issues/testing were related to the device or therapy the caller reported that it could be because it is in the same area as the colon. The patient had a "terrible episode" and was in the hospital for 10 days and the patient said "gotta be pretty sick to stay in the hospital." The caller reported that the reason was not related to the device specifically but, in regards to the therapy/symptoms and reason for implant, they did not know if it was ok which is why they are doing the testing. The type of testing was not specified and patient status is unknown at the time of this report.